Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. At the time of troubleshooting, the reporter claimed she replaced the pump's battery but the display issue remained unresolved. The reporter also confirmed that the pump was making audible noises, despite screen being blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 08/20/2013 - device evaluation:the pump has been returned and evaluated by product analysis on 07/29/2013 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the pump was powered on and the screen was blank. Audible tones and vibratory alarms were functional at startup. The display screen was found to be cracked. When replaced with a test display, the screen functioned properly.